Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Five devices were evaluated in the field and the issue was confirmed; the devices had broken/damaged components. The devices were repaired and returned. One device was evaluated and no malfunction or defect was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the brakes were difficult to engage/disengage or could not be engaged. There was no patient involvement.